Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultra2 meter was not powering on. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2016 at 8:30am. The patient stated that they manage their diabetes using insulin (self-adjusts) and denied making any changes to their usual diabetes management routine in response to the alleged issue. The patient reportedly experienced symptoms of "tired and shaky" immediately after the alleged issue began and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr confirmed that it was not the patient's first use of the product, and there had been no misuse. The csr confirmed that the correct test strips were being used and the battery did not require to be replaced. The csr was unable to resolve the issue with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims the subject device would not power on and she subsequently developed signs/symptoms suggestive of an acute blood glucose excursion after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.